Event description:
The international distributor reported when the ventilator was powered on it was giving a continuous humming noise and there was no ventilation noted. The international distributor reported the ventilator did alarm, and it was not in use on a patient therefore there was no patient harm or involvement. The biomedical engineer reported he found that the power management board was giving noise and that there might be some voltages missing to the other boards. The biomedical engineer reported the power management board was replaced and the reported problem was corrected.

Manufacturer narrative:
Customer requested to return part to manufacturer for evaluation. Customer requested to return part to (B)(4).